Manufacturer narrative:
Customer (B)(6) had concerns connected with reprocessing of devices at the various iu health facilities. Arising from this concern, devices/events have been identified for the (B)(6). The associated devices/events that are identified at this time for bec are as below: patient identifier scope model serial number (B)(6) cf-hq190l (B)(4), (B)(6) pcf-h190dl (B)(4), (B)(6) pcf-h190dl (B)(4), (B)(6) pcf-h190dl (B)(4), (B)(6) pcf-h190dl (B)(4). This medwatch is for patient identifier: (B)(6) in-service was performed by the olympus endoscopy support specialist (ess) for the facility¿s reprocessing. The cleaning, disinfection, and sterilization information was reviewed during in-service and documented. Below are the observations made: during reprocessing in-service it was observed that the customer keeps the auxiliary water tube on during leak testing. The customer does not use lint free cloths during the manual cleaning process. The customer uses the channel opening cleaning brush prior to using the channel cleaning brush. The brushing is done in the incorrect order. The customer uses olympus brushes. The customer also does not wipe the scope down after the flushing with detergent solution and does not let it soak for the detergent manufacturer's recommended time. The scope does not soak at all and goes directly into the rinse sink. The customer does not always keep the scope immersed while reprocessing and brushing. The customer uses pure detergent. The customer uses the scope buddy plus for flushing and the medivator¿s edge automatic endoscopy reprocessor (aer). The correct reprocessing method per the instructions for use (IFU) were reviewed in the in-service. Customer manager was provided with a copy of the documentation of the in-service, posters, and websites for reprocessing videos. Customer was advised to follow all validated reprocessing methods listed in the reprocessing IFU. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. This event is under investigation. A supplemental report will be submitted upon completion of the investigation or upon receiving additional information.

Event description:
As reported for this event by the customer, concern was raised for the reprocessing across multiple customer sites upon findings after devices were inspected with a borescope. The findings of a borescope inspection for this device are foreign material sediment at the junction of suction channel and universal cord. Foreign material flaking settlement at the junction of suction channel and universal cord. The borescope was put in the device backward through the suction connector (christmas tree type) on the scope connector and all of the way up where the umbilical cord meets the control body. It was observed that the brushes did not touch the channel wall on the side that the debris is being found. There is no reported harm to any patient or persons.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed there were areas in the channels where the brush did not touch. Although the areas may not have been touched due to the shape, the cause could not be specified. The user¿s understanding differed from olympus recommendation in device handling and/or reprocessing steps. The event can be prevented by following the instructions for use which state: do not remove the sub-water supply tube (maj-855) during the leak test.5.4 leakage testing of the endoscope: detach the auxiliary water tube (maj-855) from the endoscope and place it in the detergent solution. Not using lint free cloth.5.2 preparing the equipment for reprocessing: all cloths used in reprocessing are recommended to be lint-free. Lint or cloth fibers shed into reprocessing fluids may be injected into the endoscope channels. Become trapped in the air/water nozzle. If gauze is used to reprocess the endoscope, ensure that fibers do not get caught on or remain trapped by protruding components like the air/water nozzle. A channel opening cleaning brush is used before using the channel cleaning brush. Brushing was completed in the wrong order. 5.5 manually cleaning the endoscope and accessories: brush the channelsdo not wipe the scope after flushing it with detergent solution.dry external surfaces: dry the external surfaces of the endoscope, the channel plug, the injection tube, and the auxiliary water tube by wiping with clean lint-free cloths. The scope has not been immersed in detergent solution for the manufacturer's recommended time. 5.5 manually cleaning the endoscope and accessories immerse the endoscope and accessories in detergent solution leave the endoscope with attached accessories immersed in the detergent solution, according to the instructions of the detergent manufacturer. Do not reprocess or brush while the scope is immersed.5.5 manually cleaning the endoscope and accessories fill a clean, large basin with the detergent solution at the temperature and concentration recommended by the detergent manufacturer. Olympus will continue to monitor field performance for this device.